Event description:
It was reported that during a multi unit lab, the real intelligence robotic drill got an internal error: the system has detected that the application unexpectedly exited, on unlock screen of calibration. No case involved; therefore, no other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number (B)(6) , intended for use in treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was not confirmed with a functional evaluation. Drill diagnostics were begun and a drill attachment and burr were able to be loaded. All kpcs passed. A test case was begun and the drill calibrated successfully. No errors occurred during burring and the case was completed. The drill was disassembled and the exposure motor investigated and no issues were found. The drill was reassembled and diagnostics and a test case were run again. The drill passed all kpcs and the test case was run to completion without errors occurring. Although the reported problem was not confirmed through a visual or functional evaluation, no reasonable contributing factors could be identified based on the received complaint information and investigation results. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.